Event description:
It was reported that during an unknown procedure, when they fired the trigger it did not pre-load the clip. No other details were provided. No patient impact was reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.